Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated her cgm displayed one value and her bg was 18-20 points different. No event details prior to the hypoglycemic event were provided. She stated that she lost consciousness and someone called emergency medical services (ems). Glucagon was administered and she was transported to the emergency department. Post-treatment, her cgm was 90 mg/dl and her bg was 154 mg/dl. Data was provided for evaluation. Per doc-00834, cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.